Event description:
Use of a gore inc., helex, septal occluder device to close an atrial secundum septal defect. The device failed to lock properly during deployment requiring retrieval with subsequent embolization. The device was successfully retrieved with a snare and sent to the manufacturer for examination. I was informed after this occurred by a company representative that this has been occurring more often -up to 10% of insertions- since changes were made to the device about 6 months ago.